Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery. The taxus express2 3.0x16mm drug eluting stent was advanced to the lesion after pre-ivus. The non-bsc guide catheter lost position in the coronary artery, so the taxus express2 device was removed from the pt. At that point, the physician noticed that a stent strut was lifted up. The lesion was then predilated with a 2.0mm apex balloon and a 2.75x16mm taxus express2 stent was placed. No pt complications occurred. Pt status is satisfactory.